Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump had a recurring motor error alarm during bolus delivery. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer's parent also reported that the customer had a high blood glucose reading of 400 mg/dl due to motor error alarm and unable to treat with insulin pump right away. Customer's parent declined high blood glucose troubleshooting. Customer's parent also reported crack outside the insulin pump lcd screen. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.